Manufacturer narrative:
This medwatch is for suspect device in patient's coaguchek xs system. Reference medwatch with (B)(4) for suspect device in doctor's coaguchek s system.

Event description:
Customer reportedly tested 2.8 inr on the professional coaguchek s system and 3.7 inr on customer's coaguchek xs system during duplicate testing. No action taken on device result and medication remained unchanged. No adverse event reported. Requested return of suspect system and replacement was sent.